Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that during the procedure the device blocked. The surgeon couldn't open the device with the white cord, although she pulled quite hard. The complaint device was received and evaluated. Visual observations reveal that the shaft inserter was broken. The anchor was held in place by the suture. The device was open with a force greater than normal. A manufacturing record evaluation was performed for the finished device lot number: [4l46932], and no non-conformances were identified. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to when the suture was pulled the internal retaining cap gotten up, as result, the cover handle was hard to open and for the shaft broken can be associated with excessive force applied during tensioning of the suture when was pulled. However, this cannot be conclusive determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2020, it was observed that the micro qa+ #4/0 eth p-3 device was blocked. According to the report, the surgeon could not open the device with the white cord even with a hard force. During in-house engineering evaluation, it was determined that the shaft inserter on the device was broken. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.